Event description:
It was reported that the ilet pump issued low glucose alerts and the patient experienced a confirmed low glucose event with a nadir of 67 mg/dl for approximately 15 minutes while using a dexcom g7; no recent illness, medication, stress, exercise, supply changes, or external insulin were reported, and no specific device component concern was identified. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the patient¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.